Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Concomitant medical products: item # 141205 lot # 590380. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04319.

Event description:
It was reported that a patient was revised but to implant migration approximately two months post implantation. The locking bar and articulating surface had migrated causing the patient pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined that this component did not contribute to the event.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this component did not contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.